Event description:
The following information was provided, by the initial reporter. It was reported, that the device had a broken battery latch. There was unknown, patient involvement. And unknown, patient harm/adverse event reported. The following information was provided, by the investigation. Downstream occlusion (dso) seal degraded.

Manufacturer narrative:
B3.: date of event: unknown. No information has been provided to date. Investigation summary: the affected device was returned for evaluation. Visual inspection performed. Downstream occlusion (dso) seal degraded, liquid crystal display (lcd) lens scratched, battery compartment broken. Event history log (ehl) reviewed. The customer's reported, problem was duplicated. However, broken battery latch is not a reportable event. Dso seal degraded is a reportable event. Dso sensor was replaced. The service history review identified, there was no indication, that the complaint was related to a service of the device within the review period.